Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs plus meter serial number (B)(4) compared to the patient's coaguchek xs meter. This medwatch is for the clinic's meter (serial number (B)(4)). Refer to medwatch with patient identifier pt-72466 for the patient's coaguchek xs system. The result from the patient's meter was 1.9 inr at 10:00 a.m. The result from the clinic's meter was 2.6 inr at approximately 2:04pm. The patients therapeutic range is 2.0-3.0inr. The patient measures once a week on wednesday mornings.